Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit emitted a constant 'clicking' sound and the device would not power on. The complainant indicated that there was no patient involement in the reported malfunction.